Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced high as well as low blood glucose levels. The customer¿s high blood glucose level was 400 mg/dl and low blood levels 40 mg/dl. The customer¿s other relevant blood glucose level was 350 mg/dl, 380 mg/dl and 250 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer was using insulin pump within 48 hours of the event. The customer alleged that the insulin pump was under delivering insulin. The customer was treated with manual injections for high blood glucose values. The insulin pump passed the high pressure test. The customer¿s father declined the troubleshooting and the insulin pump will not be returned for analysis.